Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states a non-tunneled 11.5 x 13.5 double lumen straight catheter became pliable close to where the catheter end would twist onto the blood line. The patient was on continuous veno-venous hemofiltration (cvvh) and was being taken off to go to the operating room for skin grafting. The catheter was exchanged over a wire for the same catheter type while the patient was in the operating room. It was also reported to the covidien sales representative that the temperature under the tent in the burn unit was 105 degrees.